Manufacturer narrative:
(B)(4). Device evaluation: an ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed distally by 34 mm. During the product analysis, the investigator was able to deploy the remainder of the stent without issue. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked at 68 mm and 95 mm from the tip. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial stent was used during a bronchoscopy with airway stent procedure in the right upper lobe of the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a tight, malignant stricture. According to the complainant, during attempts to deploy the stent out of the stricture, the clear white shaft curled underneath. Several attempts were made to release the deployment suture but it could not be released and the physician was concerned that the suture may break. The ultraflex tracheobronchial stent was removed from the patient with the stent partially deployed. Outside of the patient, the stent was able to be released easily. The procedure was finished without a stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial stent was used during a bronchoscopy with airway stent procedure in the right upper lobe of the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a tight, malignant stricture. According to the complainant, during attempts to deploy the stent out of the stricture, the clear white shaft curled underneath. Several attempts were made to release the deployment suture but it could not be released and the physician was concerned that the suture may break. The ultraflex tracheobronchial stent was removed from the patient with the stent partially deployed. Outside of the patient, the stent was able to be released easily. The procedure was finished without a stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during a bronchoscopy with airway stent procedure in the right upper lobe of the lungs performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a tight, malignant stricture. According to the complainant, during attempts to deploy the stent out of the stricture, the clear white shaft curled underneath. Several attempts were made to release the deployment suture but it could not be released and the physician was concerned that the suture may break. The ultraflex tracheobronchial stent was removed from the patient with the stent partially deployed. Outside of the patient, the stent was able to be released easily. The procedure was finished without a stent. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.